Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: insufficient information manufacturer¿s reference number: (B)(4).

Event description:
Mentor received a request for a complaints box regarding a undisclosed textured mentor saline breast implant prosthesis. The request for the complaint box indicates a removal and possible replacement surgery, which is being reported conservatively. Implantation/explantation, reason for explantation, and the product lot/serial number information was not provided and is unavailable. Follow-ups are being conducted to acquire more information regarding this complaint. Should additional information become available, mentor will submit the information accordingly.